Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01499 it was reported a tear and kink in the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. 12,000 units of heparin were administered during the procedure. The transseptal puncture occurred at 09:28am. The activated clotting time was measured to be 280 at 09:39am, 295 at 09:50am, 285 at 10:05am and 345 at 10:29am. Echo measurements of the appendage were 0 degrees = 31mm diameter & 30mm length, 45 degrees = 25mm diameter & 25mm length, 90 degrees = 19mm diameter & 20mm length, 135 degrees = 28mm diameter & length (foreshortened). A 30mm watchman ® laa closure device was initially placed in the left atrium, so a full recapture was necessary. It was initially opening in the main body of the laa but somehow popped straight out as the final stages of unsheathing were performed. Full recapture and assessment of the device once fully retracted showed that there was a significant kink and tear in the carrier tube of the delivery system. No resistance was felt through the access system, so they proceeded with putting the pigtail catheter in to regain anterior position for deployment. Another 30mm closure device was deployed, but was canted and sat too proximal to the ostium. This device was also fully recaptured. The access system was also removed and it was examined. It was noticed there was a kink around the same position as the kink in the first delivery system used. The access system was still intact and was not pierced or penetrated. The physician decided to try for a successful implant. So another access system and a 27mm delivery system were used. The closure device was deployed. The position was good, but the closure device was not stable and not compressed. Therefore, the closure device was fully recaptured and removed from the patient. The physician decided to abandon the procedure. There were no patient complications and the patient's status is stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds), without the implant. The device was bloody. The hub, valve, sheath, and tip were microscopically and tactile inspection. Inspection revealed tip damage (tricuts flared/abrasions/slight separation of layers), sheath damage (abrasions) with additional sheath damage (hole) and a kink located 6 cm from the y-connector. The damage(hole) to the sheath is consistent with damage done while trying to manipulate the wds inside of the was and encountering difficulties while recapturing the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01499. It was reported a tear and kink in the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. 12,000 units of heparin were administered during the procedure. The transseptal puncture occurred at 09:28am. The activated clotting time was measured to be 280 at 09:39am, 295 at 09:50am, 285 at 10:05am and 345 at 10:29am. Echo measurements of the appendage were 0 degrees = 31mm diameter & 30mm length, 45 degrees = 25mm diameter & 25mm length, 90 degrees = 19mm diameter & 20mm length, 135 degrees = 28mm diameter & length (foreshortened). A 30mm watchman ® laa closure device was initially placed in the left atrium, so a full recapture was necessary. It was initially opening in the main body of the laa but somehow popped straight out as the final stages of unsheathing were performed. Full recapture and assessment of the device once fully retracted showed that there was a significant kink and tear in the carrier tube of the delivery system. No resistance was felt through the access system, so they proceeded with putting the pigtail catheter in to regain anterior position for deployment. Another 30mm closure device was deployed, but was canted and sat too proximal to the ostium. This device was also fully recaptured. The access system was also removed and it was examined. It was noticed there was a kink around the same position as the kink in the first delivery system used. The access system was still intact and was not pierced or penetrated. The physician decided to try for a successful implant. So another access system and a 27mm delivery system were used. The closure device was deployed. The position was good, but the closure device was not stable and not compressed. Therefore, the closure device was fully recaptured and removed from the patient. The physician decided to abandon the procedure. There were no patient complications and the patient's status is stable.